Event description:
It was reported that the device won't power on when plugged in or with batteries; however, the device evaluation noted error code 46011 upon power up and a damaged downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged downstream occlusion seal. Functional testing discovered error code 46011 upon power up. When the device was disassembled fluid spillage deemed the device to be beyond economical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.